Manufacturer narrative:
Production/DHR reviewed. Device sn (B)(4) pass functional test in production. No issues in sterilization. Esg upload issues caused submission delay.

Event description:
Sound processor removal and replacement due to infection around implant site. Wound/tissue breakdown around sound processor resulted in exposure of device and infection in implant area. Clinical history: - (B)(6) 2006 - audiograms. - (B)(6)2006 - initial implant. - (B)(6)2006 - audiograms. - (B)(6)2010 - battery change. - (B)(6)2010 - fitting. - (B)(6)2012 - fitting. - (B)(6)2012 - analysis. - (B)(6)2014 - fitting. - (B)(6)2015 - aborted battery change (case was aborted last minute due to failed pre-operative cardiology evaluation). - (B)(6)2015 - battery change. - (B)(6)2017 - fitting. - (B)(6)2017 - revision and battery change (wound repair and battery replacement - MDR 3004007782-2017 00016).